Event description:
It was reported that the pt woke up with a loss of function of the lower extremities. The pt was admitted to the hosp. The hcp (health care professional) was questioning an inflammatory mass. An MRI (magnetic resonance imaging) was done of the lumbar area however, a thoracic view was needed. The pump was used to deliver baclofen; concentration and dosage were not repeated. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Other - catheter.